Event description:
3 screwdriver tips broke off during surgery. The tips were recovered, and discarded. There was no effect on the patient, but this malfunction has been filed as an MDR in the past. Report 1/3.